Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. The health care professional (hcp) could not identify the out of range measurement as the most recent shock impedance measurement was 74 ohms. Boston scientific technical services (ts) indicated the shock impedance measurement was greater than 200 ohms. No adverse patient effects were reported.